Manufacturer narrative:
Product ID 3887-28, lot# l68179, implanted: 1999 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 7434-e, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. It was noted the patient had no known accident or incident related to this complaint. It was further noted, the patient last felt stimulation on 2008 (B)(6). The reporter stated they were not able to adjust stimulation. It was further noted the patient used rechargeable batteries and they appeared to be fine. The reporter further stated they did not have any other batteries. It was noted, the patient had high settings. Additional information received reported the patient had an appointment with their healthcare professional. It was noted, the patient device was not reprogrammed and the patient programmer was not replaced. It was further noted, the patient had or would be having surgery to fix the problem with their system. The reporter stated, they were still having problems with their system and the problems were related to the battery. Additional information received reported, the implantable neurostimulator (ins) was not functioning due to battery failure. The reporter stated, the battery had "exhausted." It was noted, the patient had their ins replaced on 2009 (B)(6). It was further noted, the patient had a history of low back and lower extremity pain and they had undergone multiple procedures in the past. The reporter stated, the patient tolerated the replacement procedure well and they were transferred to the recovery room in stable condition.